Event description:
Per the clinic, the patient experienced skin necrosis over the magnet site followed by local flap. There are plans to perform a revision surgery; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.